Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On 1/27/16 a lensar cas reported that during a surgical procedure a water loss in the pid occurred following a target/water loss indicator and vacuum leak abort, and the cornea was lightly marked. No surgical complications were reported and no clinical intervention was needed. During a post-operative clinical follow up the doctor reported to a lensar cas that the patient was doing fine

Manufacturer narrative:
Treatment file was reviewed and showed a suboptimal suction quality from onset. No speckle pattern was visible on the inner ring from the beginning. On frame 43 a full suction loss occurs. One additional frame captured and in review it is difficult to confirm corneal etch. Laser system log files were reviewed and there was no indication of device malfunction. During a post-operative clinical follow up the doctor reported to a lensar clinical application specialist that there were no complications or intervention needed and the patient post op was doing fine. Root cause: improper docking and locking of pid.

Event description:
On(B)(6) 2016 a lensar cas reported that during a surgical procedure a water loss in the pid occurred following a target/water loss indicator and vacuum leak abort, and the cornea was lightly marked. No surgical complications were reported and no clinical intervention was needed. During a post-operative clinical follow up the doctor reported to a lensar cas that the patient was doing fine